Event description:
Solicited: pt reports experiencing a cassette issue from lot number 4220001 pt stated cassette was giving a non-disposable alert with each pump. Changing cassettes corrected the issue. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No; is the cassette available to be returned for investigation? Yes, if pt holds on to it describe in detail any, and all damage to the cassette: giving non-disposable alert despite using both pumps. Pt switched to a new cassette and alert stopped; has this incident happened within the past 6 months? Yes. Has this pt reported a pump malfunction within the past 6 months? Yes. Life sustaining infusion. Pt able to continue infusion with new cassette. What is the outcome of the event? Resolved. No further information available. Reported to (B)(6) by pt/caregiver.

Event description:
Solicited: pt reports experiencing a cassette issue from lot number 4220001 pt stated cassette was giving a non-disposable alert with each pump. Changing cassettes corrected the issue. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No; is the cassette available to be returned for investigation? Yes, if pt holds on to it describe in detail any, and all damage to the cassette: giving non-disposable alert despite using both pumps. Pt switched to a new cassette and alert stopped; has this incident happened within the past 6 months? Yes. Has this pt reported a pump malfunction within the past 6 months? Yes. Life sustaining infusion. Pt able to continue infusion with new cassette. What is the outcome of the event? Resolved. No further information available. Reported to (B)(6) by pt/caregiver.